Manufacturer narrative:
The insulin pump was rec'd with intermittent button press due to a corroded keypad trace. No button error alarms were noted. A cracked reservoir tube was noted during visual inspection.

Event description:
The customer called to report a button error alarm. The customer then mentioned that she was hospitalized approx two months ago, due to an empty reservoir. The customer heard no alarms prior to the hospitalization. Nothing further was reported.